Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in-clinic, loss of capture and decreased right ventricular sensing was observed on the right ventricular (rv) lead due to dislodgement. The rv lead was successfully capped and replaced. The patient was stable with no adverse consequences.